Manufacturer narrative:
Reservoir was received for evaluation. No functional abnormalities were noted with the reservoir. The information received indicated that the device was auto-inflating, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information once the device was deflated, the cylinders appeared to re-fill partially despite contact deflation. The reservoir was removed and retropubic space repaired. A new reservoir implanted sub-muscular.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information once the device was deflated, the cylinders appeared to re-fill partially despite contact deflation. The reservoir was removed and retropubic space repaired. A new reservoir implanted sub-muscular.